Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2017865-2020-07262. It was reported that the patient presented for a lead revision procedure. Prior to procedure, the right ventricular (rv) lead exhibited noise and high capture threshold, and the right atrial (ra) lead exhibited noise as well. During the procedure, insulation damage was noted on the rv lead near the suture sleeve and some procedural damage was noted on the ra lead. The leads were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.